Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, additional manufacturing narrative (if other): initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6), corrected data.

Event description:
The customer reported that the nibp measurements are too high, values are too high. It takes several tries to get a value. Over inflation of the cuffs on neo and peds pt, to the point of hurting the child. When we get a measurement it is often high. I tried on two pt , (B)(6) months old, (B)(6). Pt 2: measurement of arm, value was of 140/98, manual measurement was 126/92. Measurement were compared with manual bp and a dynamap (sn:(B)(4)) dynamapro 300 on same day. The staff has reported that they do not trust as of right now the bp value of the root. No consequences or impact to patient was reported.